Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that an acculink stent was implanted in a right internal carotid artery and post procedure; the patient experienced a new minor left facial droop. The national institutes of health stroke scale (nihss) was 1 on (B)(6) 2012. There was no diagnosis of a stroke. This was reported as a non-serious event and no treatment was provided. The patient was discharged home on (B)(6) 2012. The patient was re-evaluated at a follow-up visit on (B)(6) 2012 and it was noted that the facial droop had resolved on the repeat nihss evaluation. The exact date of the resolution of the facial droop is unknown. There was no additional information provided.